Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 5076-52, implanted: (B)(6) 2006, (B)(4).

Manufacturer narrative:
Product event summary # product ID# 693165 a proximal portion was received measuring 4 cm. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with an implantable cardiac defibrillator (ICD) system was deceased. The family questioned if the device had failed. The cause of death was reported by the medical examiner as hypertensive cardiovascular disease.